Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip. However, reader turned on with universal serial bus (usb) cable insertion. The reader was further investigated and de-cased. Battery voltage was measured to be out of specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. Therefore, this issue is confirmed due to poor soldering of the cpu. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion. As a result, the customer experienced dizziness, shaking, "high pressure", and a seizure however, the customer was able to self-treat with insulin (dose/type unspecified). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion. As a result, the customer experienced dizziness, shaking, "high pressure", and a seizure however, the customer was able to self-treat with insulin (dose/type unspecified). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.